Event description:
It was reported that during the lap cholecystectomy procedure, the blade would not work. The customer did not have any further details on the exact nature of the problem, but stated a second instrument of the same product code was used to finish the case with no pt consequence.